Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that pieces brokeoff inside patient. Broken pieces were successfully removed from patient and the case was completed successfully.

Manufacturer narrative:
Alleged failure: pieces broke off. Probable root cause: poor autoclave reliability. Shear pin failure in handle. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that pieces broke off inside patient. Broken pieces were successfully removed from patient and the case was completed successfully.